Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the grate was bent after tray was stuck in mesher. There was no patient harm/injury or surgical delay reported. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.